Event description:
Upon extraction of trials - discovered green flaking substance in pt wound. The surgeon lavaged the substance from the wound and continued surgery. Doctor noted that cleaning out the wound is standard procedure and did not cause a delay in surgery.